Manufacturer narrative:
Product complaint # ==>(B)(4) investigation summary ==> the instrument associated with this report was not returned. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the drill bit broke while in use in patient. Broke into two pieces at the level of the cutting flutes. Both pieces where retrieved from patient. Ship replacement to hospital. No surgical delay.